Event description:
The medical center placed an impella cp for support and developed and access site bleed at the femoral site. The bleed developed into a hematoma. The team attempted to troubleshoot by sheath removal and placement of pump's repositioning sheath. The hematoma still grew and so the team explanted and placed a cook 14fr sheath to achieve hemostasis. The team states the patient lost over 2 units of blood and was infused back more than 2 units.

Manufacturer narrative:
The medical center discarded the impella sheath and pump at the time of explant. No benchtop analysis to root cause is possible. Should new information be shared that leads to cause, a final report will follow. The failure mode will be monitored and trended.